Manufacturer narrative:
The pump gave an alarm during the self test. The problem was isolated to the remote frequency board. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported via phone call, the insulin pump continued to alarm radio frequency pic failed self-test. Alarm has occurred once for three consecutive days during normal use. Customer's blood glucose was unknown. Troubleshooting was performed and it was determined the device needed to be replaced and to have the customer revert to back up plan. Customer is returning the device for analysis.